Event description:
The report stated that the surgeon was using a ligasure atlas with a ligasure generator. The ligasure atlas intermittently would not seal even with multiple activations.

Manufacturer narrative:
Date of initial report: february 7, 2008. The incident device was returned, and found to function within specification. Additional tissue testing was done by performing multiple seals of various sizes. All seal cycles were completed satisfactorily.